Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 9 cm in diameter symptomatic abdominal aortic aneurysm. It was reported that the patient returned for follow up, the ultrasound revealed that the aneurysm sac had expanded to 9.5 cm. The physician scheduled the patient for an angiogram and after review of the angiogram, a type I endoleak was noted. The physician implanted an endurant 36/36/49 cuff and a faint blush of contrast was seen proximally. The physician placed 5 aptus endoanchors and the follow up angiogram revealed a blush; however, it was not clear to the physician if it was a type I or type ii endoleak. The physician rescanned the patient three days later and there is a type ia endoleak and is being referred to the hospital. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.